Event description:
Ever since I got my implants my health has declined. I attributed to getting older or even hereditary but it has all been downhill since (B)(6) 2014. On (B)(6) I had a complete bloodwork done and the thyroid levels and cholesterol levels were really life threatening. I began having severe migraines and vertigo out of nowhere. I eat very healthy and am an athlete so I workout religiously. Despite medications now in 2020 nothing has worked. Despite my eating healthy, and working out I cannot lose weight and I have severe anxiety and depression due to it. FDA safety report ID# (B)(4).